Event description:
Patient reported left side pain in the breasts, gas in the breast, pain in the head, neck, arm, shoulder, elbow, wrist, fingers, tiredness in the legs, physical tiredness, fatigue, drowsiness, eyesight blurry, lumbar pain radiating to the abdomen scar, inflammation in the feet, heel and instep, reflux, rhinitis, tingling and numbness in the arms and hands, insomnia, irritability, anxiety, agony, palpitation, lack of memory, mental confusion, weight gain, binge eating/alcohol, itching in the abdomen, breasts, armpits and legs, swelling in the legs, tender, painful breasts, dry skin, ringing in the ear, dry mouth," "recall," and per MRI report, "capsular contracture" and "granuloma." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture and granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and granuloma.